Event description:
It was reported that the ventilator did not delivery volume. There was no patient harm. Manufacture's ref.#:(B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided ventilator logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation dated (B)(6) 2022; expiratory minute volume low, peep (positive end expiratory pressure) low and respiratory rate high. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The patient tubing was contaminated with covid-19 and was discarded. The type and brand of the patient tubing was unknown. The cause of the alarms has not been determined but they were most probably due to leakage in the patient breathing circuit .